Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion to treat a t10 burst fracture following a motor vehicle accident. The tip of the reducer broke while being used to hold the bone screw. The procedure was converted to a mini-open procedure to an open procedure. No additional patient complications were reported.

Manufacturer narrative:
Additional information: the instrument was returned for evaluation. Macroscopic examination confirms the lateral guiding flange is broken. Fracture surface damage noted. Microscopic examination reveals a quasi-brittle fracture surface with some evidence of river lines suggesting the direction of fracture. Light progressive striations are noted and provide some evidence of a fatigue component. Opposite side flange reveals plastic deformation and small crack at the corner, consistent with aggressive extender/sleeve assembly release techniques. A review of the device history records did not identify any applicable nonconformance to specification.